Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5568-45 lead 2002 (B)(6). (B)(4).

Event description:
It was reported that the patient had atrial fibrillation (af) with rapid ventricular response. The discriminator failed to withhold therapy and the patient received inappropriate shock. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.